Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the drape was not rotated even after pushing the arm clutch button. The procedure was completed with no reported injury.